Event description:
Complainant alleged that the clinicians were monitoring a pt, with the device in semi-automatic mode. The device failed to advise shock to the pt, who was presenting a ventricular fibrillation heart rhythm. The pt subsequently expired.